Manufacturer narrative:
Section a: patient information was requested but not provided. Section d4: manufacturing date has not been determined. Primary UDI number reflects all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system monitor touchscreen was no longer working.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system monitor¿s touchscreen no longer working was not confirmed. The system monitor (serial number (B)(6)) was not returned for analysis. Questions regarding the event and the monitor, including the monitor¿s return status, were asked multiple times and no responses were received. No patients were associated with the event. The root cause of the reported event was unable to be determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventive action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. Review of the device history record for the system monitor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 03aug2017. Heartmate 3 instructions for use (IFU) under section 4, entitled ¿system monitor¿, provides an overview of the system monitor and explains how to set up and use it. This section contains troubleshooting steps for the system monitor and instructs the user to contact abbott for assistance if the system monitor still does not work. Heartmate 3 instructions for use (IFU) section f, entitled ¿safety checklists¿, provides checklists to assist the user in performing routine maintenance of the heartmate 3 lvad. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08may2024. No further information was provided. The manufacturer is closing the file on this event.